Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2317-70 serial #: (B)(4) description : infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing pain which was described as throbbing, burning, sharp/stabbing and constant. It was noted that the patient also had numbness and tingling to the right lower extremity. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain which was described as throbbing, burning, sharp/stabbing and constant. It was noted that the patient also had numbness and tingling to the right lower extremity. The patient will undergo an explant procedure.